Event description:
It was reported that high capture threshold was observed on the rv lead post implant procedure. Upon fluoroscopy, lead dislodgment was observed on the rv lead as well. Lead repositioning was unsuccessful due to unacceptable thresholds as well as due to lead helix unable to be retracted and advance. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.